Manufacturer narrative:
Concomitant medical products: cook fusion cytology brush, cook fusion omni-tome sphincterotome boston scientific extraction balloon. Investigation evaluation: our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. The coil spring is still attached to the distal end of the wire guide. The wire guide coating is damaged 26.0 cm to 26.2 cm from the distal end, the coating is frayed with approximately 1 mm of bare core wire. The wire guide has a small kink 4 mm from the distal end and feels rough throughout the length of the wire guide. The roughness in the wire guide coating is most noticeable 164 cm -169 cm from the distal end. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for lot number w3546642 was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use instructs the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. The instructions for use instructs the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first". "Note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel or device lumen can result in damage to the wire guide. The instructions for use precautions the user that this product is not compatible with metal tip devices. "Use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide." The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. After cannulating, performing a sphincterotomy, cytology brushing, and a balloon sweep, upon pulling the balloon out of the patient, the user noticed on the wire guide the coating had come off; the coating was kinked on the guidewire. The coating stayed on the wire and no portion of the coating remained in the patient. Another wire was used to complete the procedure.